Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the abandonment of the lead was due to tined portion of lead including electrodes were scarred in place and the patient did not experienced any symptoms due to that. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins was non-functioning. They were redirected to the patient's physician to have the ins interrogated. No patient symptoms were reported. Additional information was received from the patient. It was reported that the patient said the battery died due to normal battery depletion. The patient noticed this first on 2019-(B)(6) and patient has an appointment with the healthcare provider (hcp) on (B)(6), 2021. No further complications were reported. Additional information was received from a healthcare provider (hcp) and from an hcp via a manufacturer representative. The hcp reported seeing the code "013110 abandon lead" on the patient therapy application when they went into MRI mode. The lead was "removed partial" as of 2021-(B)(6). Additional information was received via a manufacturer representative. It was reported the lead explant removed the majority of the lead, but the provider was unable to retrieve the electrodes, as they were under the sacrum and they were not able to dig deeper. They reiterated the device was explanted due to end-of-life of the battery and replaced with a new system. The previous lead did not completely come out/was left. No falls or issues were reported to the hcp nor the manufacturer representative as potential environmental/external/patient factors. The provider had attempted for a lengthy period of time to remove it. They followed the manufacturer's steps but the device broke. From the provider's previous statements, they were going to refer the patient to a neurologist for removal if the patient needed it fully out for full-body mris. It was unknown if the issue was resolved at the time of the report. The healthcare provider requested to be contacted, as they wanted to discuss future MRI options and give their medical opinions on head coil scans in the future. They also might have more questions. They were given the manufacturer recommendations for mris and provided with the phone number for medical affairs. The manufacturer representative was aware of the event on the date of removal.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mzzw serial# implanted: 2018(B)(6) explanted: 2021-(B)(6) product type lead note: previous review which deemed event did not meet reporting requirements stipulated in 21 cfr 803 updated/removed due to additional incoming information which made the event reportable again for malfunction. Entire report included in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins was non-functioning. They were redirected to the patient's physician to have the ins interrogated. No patient symptoms were reported.